Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room after hearing something from the device. Device interrogation revealed a fault code (fc) 1004 due to a shorted lead condition and pacing impedance measurements were less than 200 ohms. Noise and no capture was also noted on the rv and atrial channels. The noise was oversensed causing an inappropriate shock. A revision procedure was performed and the device and leads were removed from service and replaced. It was noted that both of the leads had been inserted through a subclavian vein stent which resulted in insulation damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no evidence of an arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on (B)(6)2017. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.